Event description:
Additional information received by the physician indicated that none of the complications were related to monteris medical technology.

Manufacturer narrative:
Summary: (B)(6) patients experienced worsening edema post procedure.

Event description:
It was reported that following an ablation procedure, multiple patients experienced worsened edema. It was noted that one patient (1 of 3) was symptomatic. Three patients required prolonged steroid therapy (>65 days). There were no further patient complications reported in relation to this event.